Event description:
It was reported that the customer had a no delivery alarm on the insulin pump even though he removed the reservoir and there was nothing in the pump. Customer's blood glucose level was 294 mg/dl. It was explained to the customer that there may be a possible site/set occlusion. Customer was advised to change the entire infusion set. Customer also reported having a bent cannula. No additional information provided.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, prime, and excessive no delivery alarm test. No excessive no delivery alarm was noted. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.